Event description:
Event: (cc# 98-01003) the iab was inserted into the patient of 8/11/98. On 8/12/98 after iabp for about 24 hours, blood was noted in the tubing and the iab was removed. No second iab was inserted. The following was reported to datascope on 8/28/98: the alarm sounded and blood was noted in the line. There was no patient injury or complication as a result of the event. [Event complications]: none from the event - reported 8/12/98 and 8/28/98. [Patient's current status]: o.k. - reported 8/12/98.